Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy-assisted distal gastrectomy, the product was not used on the patient, at the fifth firing, after the opening and closing were checked, an attempt was made to insert the product from the trocar, but the cartridge did not close and the product was unable to be inserted into the trocar. The reported cartridge was in the last firing and there was no issue on the previous firings. A new product was opened and used to complete the case. The surgical time was extended by less than thirty minutes.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a pmv representative reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy-assisted distal gastrectomy, the product was not used on the patient, at the fifth firing, after the opening and closing were checked, an attempt was made to insert the product from the trocar, but the cartridge did not close and the product was unable to be inserted into the trocar. The reported cartridge was for the last firing and there was no issue on the previous firings. A new product was opened and used to complete the case. The surgical time was extended by less than thirty minutes. There was no patient injury.